Manufacturer narrative:
Immucor personnel reviewed the instrument camera image remotely: all 3 screen cells resulted negative and were visually negative. Cell 1 jk(a-b+) cell 2 jk(a+b-) cell 3 jk(a+b-) on (B)(6) 2016 pi lab confirmed the reactivity of the jka antigen on retention crrs (3) lot r717 cell I and cell iii with retention anti-jka lot 614007-1 (dilution 1:1). Controls performed as expected. Cell I and cell iii exhibited 4+ reactivity. The unexpected negative results appear to be due to the nature of the sample.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a sample using capture-r ready-screen 3 (crrs 3) on a galileo neo instrument. Patient has a history of anti-jka.